Manufacturer narrative:
E1: phone: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a procedure involving angioplasty of the lower limbs, an advance 35 lp low profile balloon catheter separated. A cook 0.035-inch roadrunner wire guide and unknown inflation device were used with the balloon catheter to treat stenosis. Per the reporter, while deflating the balloon for removal, the distal part of the balloon catheter remained in the patient's vein. The physician removed the balloon catheter with a "loop catheter"; however, part of the balloon separated from the catheter. The separated balloon fragment was unable to be located for removal from the "venous network" and therefore remains in the patient. After several hours of unsuccessful attempts to retrieve the balloon, the physician ended the procedure. Photos provided by the customer show separation of the catheter tip and separation of balloon material. According to the initial reporter, the patient did not experience any adverse effects due to this event. Additional information has been requested but is not available at this time.